Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was damaged. The following information was received by the initial reporter with the following verbatim. I am writing to formally address a serious concern regarding the performance of the texium closed system tubing we have been using in our chemotherapy administration. We have experienced multiple occurrences of leakage from the tubing, which has not only compromised the integrity of our chemotherapy protocols but has also posed significant safety risks to our staff and patients. Specifically, we have documented four instances where leakage occurred during chemotherapy infusions, necessitating the activation of our hazardous materials team to clean contaminated areas. This process is not only disruptive but also increases the potential for exposure to hazardous substances, which is unacceptable in a clinical setting. Additionally, we encountered a critical incident where the texium adapter broke while a nurse was attempting to attach it to a patient's IV port. This situation not only delayed treatment but also put the patient at risk and caused considerable distress among our staff. For your review, I have attached a video documenting one of the leakage incidents, which further illustrates the gravity of this issue. Given the importance of safety in chemotherapy administration, we urge your immediate attention to this matter. We expect a thorough investigation into the quality control measures for the texium closed system tubing and a prompt response regarding how you intend to address these defects. Thank you for your attention to this urgent matter. We look forward to your prompt response.

Manufacturer narrative:
MDR made in error with incorrect grid entry.

Event description:
Made in error with incorrect grid entry.